Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Reimplement into the patient.

Event description:
Patient presented with a possible infected right tha the ER, brought to surgery for an incision and drainage procedure, wound was opened large amount of discolored fluid was suctioned out, biolox femoral was removed, trident x3 liner was removed, washed in chlorhexidine on the back table. Doctor reimplement the liner and the head, I told him this was off label, he also implanted antibiotic beads to deal with the infection, staging for another revision in the future while infection dissipates.